Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon encountered resistance. The patient was undergoing surgery for treatment of an acomm aneurysm coiling with a 2.5mm right anterior cerebral artery vessel diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the microcatheter was placed in the aneurysm sac. While introducing the coil there was. It was also that the push coil was stretched and stuck in the catheter. The entire system was taken out and a re-attempt was made with another coil after flushing the catheter thoroughly. The same allegation was observed i.e., coil was again stuck in the microcatheter. Resistance was encountered at the middle section. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Additional information was received reporting that no causes or contributing factors for the event were identified. There was no damage to the catheter or to the coils during the process. The information has been confirmed by the physician. Additional information has been received. The lot number for the coil is 230592906. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. From (B)(4): medtronic received a report of axium coil resistance and separation or premature detachment. The patient was undergoing surgery for treatment of an amorphous, ruptured anterior cerebral artery (aca) aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the microcatheter was parked in the aneurysm. The axium coil was taken in after flushing. A resistance was observed at the middle of the catheter. The coil was taken out and flushed again. It was observed in the second push of the coil. The coil was stuck in the catheter and got separated or prematurely detached. The axium coil was stuck in the middle of the catheter. The coil was not damaged. However, coil separation/break/premature detachment was noted. It was also noted that there was "coil stuck and stretch." The implant coil was removed from the patient by being taken out along with the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during deliver. The physician did not reposition the coil. The physician did not attempt to detach the coil the physician did not rotate the delivery pusher during the procedure. There was continuous flush administered during the procedure. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Additional information was received reporting that no causes or contributing factors for the event were identified. The patient expe rience any adverse event or injury in association with this event. The procedure was completed with a competition product. The catheter resistance occurred in the middle of the device. The coil came out of the introducer sheath smoothly. No kink/damage to the coil or catheter observed after removal. There was coil stretch. There was no issues that resulted in the damage that was found. No detachment attempts were made. If was clarified that there was coil premature detachment and separation at the detachment point. The information has been confirmed/ provided by the physician. Additional information was received. The coil and catheter was of the same case. The mpxr 1434942 is the same report as mpxr 1435227. The lot number was d095095.